Event description:
Event reported as, "doctor replaced 3 year old lap band in a patient, due to suspected leak in band. Pfn and device to be forwarded". Follow-up findings: "a hole found in 10.0cm band inner shell, has been insitu (3 years). Band removed and new aps implanted."

Manufacturer narrative:
Taper ii: medwatch sent to FDA on: the access port connector associated with this report has not been returned and is presumed discarded after surgery by the reporter. The lap-band system was returned. Based upon the serial number and implant date provided, the connector type is assumed to be a taper ii. Analysis of the device is also found an opening in the shell of the band. The opening is consistent with puncture by a needle and may be the source of the leakage. Another breakages were noted in the band tubing and to the buckle. These breaks may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."